Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was over 500 mg/dl. The customer administered an insulin injection to lower the bg level and was using another pump to manage diabetes. Tandem technical support performed a system check using water and a new cartridge. The pump functioned as expected. Reportedly, the customer was using the apidra insulin.